Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a negative result for sars-cov-2 on a competitor assay (biofire). The same sample was repeated on a liat analyzer and generated a positive result for sars-cov-2. The same sample was repeated on the cepheid assay and generated a negative result for sars-cov-2. The same sample was repeated the fourth time on a different liat analyzer and generated a positive result for sars-cov-2. The results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
As data and the alleged kit lot number could not be provided, the root cause of the discrepant result for sars-cov-2 could not be determined. Note that a result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use.